Manufacturer narrative:
For the reported information, the device was not returned for evaluation. However, medical records were provided for review. Approximately two years post filter deployment, an unsuccessful retrieval attempt was made. Subsequently, venogram performed reveled that the total occlusion of superior vena cava. Therefore, the investigation is confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient's weight was not provided.